Event description:
It was reported per field service report: symptom - pump not inflating correctly, multiple alarm. Findings/action taken: the pump is reading very strange cc balloon values: 12cc. This was recorded on paperstrip giving also high spikes on the ECG line.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.